Event description:
It was reported that "no aim beam at 290,632 joules' was observed during a prostate procedure. No report of patient or end user injury.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber exhibited a circumferential fracture of glass cap distal to fiber/cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The metal cap has burnt on detritus and devitrification of cap at output window. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.